Manufacturer narrative:
Four tracheostomy tube samples were returned for evaluation. Two of the four returned were unopened. Visual inspection of the devices found them to have a broken flange. The two unopened samples were visually inspected, and were found to be in good physical condition with no split on the neck strap. The customer complaint was not confirmed, and the problem source was determined to be unknown.

Event description:
Information was received that the flange fell off of a smiths medical tracheostomy tube. As a result, the tracheostomy dislodged, and a tube change out occurred.